Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It has been reported that the device cracked. It was further reported that the device was banged during pt transport and that the user facility may have contributed to the reported problem. The area of the device that is leaking has been marked by the customer.